Manufacturer narrative:
An event of explant due to valve insufficiency was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the limited information received and without the device to analyze, the cause of the reported incident could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on an unknown date in 2019, an unknown size epic valve was implanted. On (B)(6) 2024, the patient presented with dyspnea and a redo aortic valve replacement (avr) was performed due to infective endocarditis (ie). Another unknown size epic valve was implanted on (B)(6) 2024. On (B)(6) 2025, a valve insufficiency was noted due to infective endocarditis (ie) and the valve was explanted and a new 25mm non-abbott valve was implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2019, an unknown size epic max valve was implanted. On (B)(6) 2024, the patient presented with dyspnea and a redo aortic valve replacement (avr) was performed due to infective endocarditis (ie). Another unknown size epic valve was implanted on (B)(6) 2024. On (B)(6) 2025, a valve insufficiency was noted due to infective endocarditis (ie) and the valve was explanted and a new 25mm non-abbott valve was implanted. The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
An event of explant due to valve insufficiency was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the limited information received and without the device to analyze, the cause of the reported incident could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
An event of explant due to valve insufficiency was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the limited information received and without the device to analyze, the cause of the reported incident could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.